Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that a scope communication error b30 occurred. In addition, when the angulation was operated, noise was appeared on the endoscopic image. There was a scratch on the electrical contact part of the video connector of the subject device. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause could not be conclusively determined, but there was a possibility of failure of the ccd, the circuit board or the electrical contact of the video connector.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during unspecified timing, a scope error occurred and during the operation of the angulation, the endoscopic image of the subject device disappeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.